Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failure occurred, and the cubie half-height device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-104679. Please disregard this report and refer to MFR. Report number 2016493-2025-104208.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failure occurred, and the cubie half-height device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.